Manufacturer narrative:
The insulin pump was received with blank display due to bent battery tube spring. Unable to verify battery out limit alarm, unresponsive button, backlight display anomaly, on/off display anomaly and scrolling numbers display anomaly due to blank display. The insulin pump has severely scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the battery in the customer's insulin pump exploded. His blood glucose was 187mg/dl at the time of reporting. Following the explosion, the screen of the insulin pump would not display any information. The insulin pump is being returned. No additional information was reported.